Event description:
Pt was neonate with hydrocephaly on a program of external ventricular drainage. A sigma pump was being used to replace pt fluids. Pts mother started the pump and failed to open the roller clamp, position of roller clamp in regard to the pump (upstream or downstream) is unknown. Pump ran 6 hours without delivering any fluids and gave no occlusion alarms. Pt became dehydrated and experienced seizures. Pt was transported to hospital via ambulance on 6/2/98 at 2am (etz). Pt is fully recovered at this time.